Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the moderately tortuous and severely calcified obtuse marginal coronary artery. A 2.50 x 28mm synergy xd drug-eluting stent would not cross the lesion. Upon removal of the device, the stent fell off of the balloon in the left main/proximal circumflex artery. The detached stent was left inside the patient and an additional stent was implanted to cover the dislodged stent. The procedure was completed without any patient complications reported. The patient status was stable following the procedure.

Manufacturer narrative:
Correction: h6 impact codes. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with (B)(4), which focused on identifying and remediating incomplete coding of events. Device analysis results device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU). Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Due to the nature of the complaint, it is not possible to test the device, under laboratory conditions, for the device's ability to track through patient anatomy. However, based on the event description the inability to cross the lesion was likely caused by the patient challenging lesion anatomy. The lesion was located in the moderately tortuous and severely calcified. The reported stent dislodgement could not be confirmed without analysis of the device. The hospitalization required and requirement for additional devices was due to the patient's condition.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the moderately tortuous and severely calcified obtuse marginal coronary artery. A 2.50 x 28mm synergy xd drug-eluting stent would not cross the lesion. Upon removal of the device, the stent fell off of the balloon in the left main/proximal circumflex artery. The detached stent was left inside the patient and an additional stent was implanted to cover the dislodged stent. The procedure was completed without any patient complications reported. The patient status was stable following the procedure.